Manufacturer narrative:
The insulin pump passed delivery volume accuracy test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer called into report hospitalization due to low blood glucose levels, which cause her to fall at her home. Customer stated that the displacement test never alerted low reservoir and it was registering 62 units with an empty reservoir. Customer states that she had been over bolusing per her healthcare providers instructions, prior to event. Patient's blood glucose level at time of hospitalization was 54 mg/dl. Nothing further reported.